Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the plunger head was full of contamination. A review of the event history log identified plunger not in place alarm in the history. Functional testing was not performed as the reported issue could be verified by visual inspection as the plunger head was full of contamination. The root cause was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced all parts of the plunger head.

Event description:
It was reported that while testing the pump the arrow would not disappear when the syringe was connected. No patient injury was reported.